Event description:
A dentist reported that, while drilling with a 625cd handpiece to remove a band, the bur came out of the handpiece, and was swallowed by the pt. The pt went to the hospital where an endoscope showed the bur in the pt's stomach. The pt rec'd an x-ray to confirm the location of the bur. It was reported that, the bur was not removed from the pt, and was advised by the attending physician to allow the bur to pass. It should be noted that, the pt was not admitted to the hospital. Add'l info rec'd by the manufacturer from the dental office on 11/06/2006 revealed that, the bur had passed, and the pt had not experienced any injury as a result of swallowing the bur.

Manufacturer narrative:
The actual unit involved in the incident was returned for evaluation. The head of the handpiece was observed to be damaged due to a dent at the one o'clock position. The shell of the handpiece was observed to be loose at the knee joint and was missing a set screw for the coupling. The handpiece was disassembled for further analysis and it was observed that the bearings were worn and gritty. The chuck which holds the bur was noted to slip and wobble as a result of the dents in the head. A moderate level of debris was also observed inside of the handpiece. The manufacturer contacted the dental office and was provided instruction relative to proper care and maintenance of the handpiece. The dental office was also advised to return any handpiece that had been dented to the MFR for repair.